Event description:
Was reported that a pump battery would not charge. The customer was admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 43mmol/l and ketones of 7mmol/l identified as dangerous by healthcare provider. There was no observation of any issues with the cartridge, infusion set tubing, cannula, or insulin. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg.